Event description:
(B)(4) clinical study. It was reported that non st elevation myocardial infarction (nstemi) and restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and mi. Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 99% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with predilatation and placement of a 2.50 x 16 mm pe plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to complaints of high blood pressure (bp) and was hospitalized. The patient was given bp medication. Subsequently, patient was diagnosed with nstemi secondary to uncontrolled blood pressure. Cardiac enzymes elevation were noted (ck total = 203 iu/l, uln = 308 iu/l; ck-mb = 18.4 ng/ml uln = 3.6 ng/ml, troponin I = 9.73 ng/ml, uln = 0.10 ng/ml). The following day, the patient was discharged on aspirin and clopidogrel. Two days after hospitalization, the patient was re-admitted and referred for cardiac catheterization. Coronary angiography revealed 50-60% stenosis in mid rca, 70-80% stenosis in distal rca, occlusion at right posterior descending artery (r-pda) and patent right posterolateral (rpl) branches. The patient underwent a 5 vessel coronary artery bypass graft (CABG) including saphenous vein graft (svg) to first diagonal, reversed svg to second diagonal, reversed svg to second obtuse marginal (om), second rpl branch sequential and reversed svg to first rpl branch. Six days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the time of the event, coronary angiography revealed in stent restenosis (isr) of the previously placed study stent in the distal right coronary artery (rca).